Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 485mg/dl. Customer¿s blood glucose was 295mg/dl at time of incident and current blood glucose was 512mg/dl. Customer treated with manual injection. Customer reports insulin exited at the quick release. Customer had bent cannula and passed self test. Customer also had blood glucose of 503mg/dl, 167mg/dl, 87mg/dl. Insulin pump will not be return for analysis.